Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call. The patient mentioned that the alleged erratic readings began approximately 2 months ago. At an unspecified date and time the patient obtained a 135 mg/dl and a 205 mg/dl. Readings were taken less than 20 minutes from one another. Approximately 2 hours after testing, the patient developed symptoms of experiencing dizziness and a rapid heartbeat. It is unknown whether the patient self-treated and how long symptoms lasted. The patient mentioned that on (B)(6) 2011 at around 2:00pm, she was hospitalized. It is unknown whether the results of 135 mg/dl and 205 where taken the same day as the hospitalization. It is also unknown, what the readings were on (B)(6) 2011 prior to the hospitalization. As soon as she arrived in the hospital she was put on an insulin pump. It is unknown what her initial reading was in the hospital. She was admitted for 10 days and her diabetes medication was changed. She was put on 14 units of novorapid insulin and lantuce solostar. Prior to the hospitalization she was only taking novomix 24 units in the morning, 14 units in the afternoon and 32 units at dinner. It is unknown what the diagnosis was in the hospital. The technique of applying blood on the test strip was correct. While troubleshooting, it was noted that the patient's test strips that she was using had been opened longer that the discard date , expired or stored improperly. Using test strips that had been opened longer that the discard date , expired or stored improperly can lead to false blood glucose reading. The product was replaced. The complaint is being reported since the patient alleged that due to the erratic readings, she developed symptoms suggestive of a serious injury and had to be admitted in the hospital for 10 days.